Event description:
Boston scientific received information stating: reposition of displaced lead. Corrective action: lead repositioned on (B)(6) 2011 event date (B)(6) 2011 hospital: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).